Event description:
The customer contacted heartsine to report that their device failed to detect that pads were correctly applied to patient's chest during patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine's investigation found no fault with the returned device. The device was found to accurately measure impedance throughout the specified range, even after the stress of elevated temperature. The investigation can only suggest that the reported complaint was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads or poorly adhered pads on the patient, as no fault was found with the returned hdf-3500. The device has been retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to detect that pads were correctly applied to patient's chest during patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.